Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and a complaint history review for this device lot number could not be reviewed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the source of the reported particulate could not be confirmed. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the surgeon identified a particulate ("possible metal shard") in the trabecular meshwork (tm) of the operative eye during a follow-up examination on postop day one (1). Per report, the particulate does not appear to be abrading the iris, and there was no report of patient injury. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing with the surgeon ways to monitor the patient depending on the position of the particulate. Additional information has been requested.